Event description:
Customer reporting on behalf of relative (nephew). On (B)(6) 2022 an individual received a false positive result using cue covid-19 test for home and over the counter (otc) use cartridge lot 21606e, cartridge sn (B)(4), and cue reader sn (B)(4). The individual tested negative with unknown sars-cov-2 pcr test on (B)(6) 2022. The individual presented with a stuffy nose on (B)(6) 2022, no other symptoms reported.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.